Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) could not be reviewed as the serial number is unknown. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case may have been due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25 mm valve implanted for 11 years, 11 months, underwent transcatheter valve-in-valve procedure due to stenosis and high gradient. Transesophageal echocardiogram performed showed stenosis (eoa 0.4 cm2) and high gradients (peak gradient 73 mmhg, mean gradient 47 mmhg). No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Edwards received additional information that this 25mm valve underwent transcatheter valve-in-valve replacement due to stenosis (peak gradient = 73 mmhg, mean gradient = 47 mmhg) with thickened and restricted leaflets. The transcatheter valve was successfully implanted with no related adverse event reported.